Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 322 mg/dl after a supply change, with no recent food intake, no occlusion or dosing stopped alerts, and no visible leakage or bent cannula at the prior infusion site; the user uses a continuous glucose sensor and was advised to perform a site-only change and to select a new insertion area to avoid scar tissue, and confirmed disconnection before proceeding with a full supply change due to low insulin supply. Symptoms included high blood glucose. Outcomes included no reported medical intervention or hospitalization. Troubleshooting and education were completed by instructing on infusion site rotation and confirming proper disconnection during the supply change. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was not confirmed to be device related and that the cause of hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.